Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a procedure, the bur broke off in the handpiece. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the bur broke off in the handpiece. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.